Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that, on (B)(6) 2018, open reduction internal fixation with tfna long nail was applied to femoral subtrochanteric fractures. The surgeon drilled the bone for the first screw hole using a drill bit with the surelock distal targeting device and left the drill bit at the hole. Then, when the surgeon attempted to insert a screw in the second hole, the screw driver interfered with the drill bit. The surgery was completed successfully. No patient consequence was reported. This is report 1 of 2 for (B)(4).